Event description:
Medtronic received info that this bioprosthetic aortic valve exhibited aortic insufficiency and high trans-valvular gradients. An echocardiogram demonstrated severe pt/prosthesis mismatch. The valve was subsequently explanted. Upon explant, a tear in a leaflet was observed, which is suspected to have caused the aortic insufficiency. No adverse pt effects were reported.

Manufacturer narrative:
Eval method code: device history review found the product met specifications when released for distribution. Conclusion = exact cause of the event cannot be determined without product return. Analysis: to date, the product has not been returned for analysis. Without product return, analysis is limited to review of the device history record, which shows that the product met manufacturing specifications when released for distribution. Conclusion: an echocardiogram was reviewed, which indicates pt prosthesis mismatch was likely the causal factor for the reported event. Medtronic anticipates return of the device. Should the product be returned, the device will be analyzed, and a follow up report will be submitted. The device was explanted and replaced without reported adverse pt effects.